Manufacturer narrative:
Dates of death, event, and implant: dates estimated. This will be filed as a death summary report per FDA exemption approval number - e2015009. The devices were not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. The reported patient effects of patient death and infection as listed in the mitraclip system electronic instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the limited information reviewed, a conclusive cause for the reported patient death and infection could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 5 death events with infection. The relationship of the deaths to the mitraclip device could not be determined based on the limited data received from the registry. Patients¿ mean age 72 years, ranging from 55 - 92 years. 60% patients were male, 40% patients were female. This will be filed by 7/31/2020 as a death summary report per FDA exemption approval number - e2015009. No additional information was provided.